Manufacturer narrative:
Device received with cracked reservoir tube lip and stripped battery cap coin slot noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were less responsive and had to be hit harder. The customer's blood glucose level was unknown at the time of the incident. It was reported that the reservoir area was broken or cracked and the battery cap was stripped. The insulin pump rejected battery and the battery would last for 2 weeks. The insulin pump also had random no delivery alarms; had grinding noise on rewind and took longer on rewind. The device will not be returned for analysis.